Event description:
When contacted for follow up information, the healthcare professional (hcp) reported that they had tried to call the patient many times since (B)(6) 2012 but that the patient never responded back to them. It was noted that the patient had not been seen by this hcp for the urinary tract infection issue. No further follow up information was provided by the hcp. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID, 3093-33 lot# v772513, implanted: 2011 (B)(6), product type lead product ID, 3093-33 lot# v772513, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), implanted: 2011 (B)(6), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had lower back pain in their kidneys for the last 4-5 weeks. While at their health care providers office they found the patient had a urinary tract infection. Patient was treated with antibiotics and is doing better. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.